Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy surgery a breakage of the device occurred when tensioning the femoral side. The broken device remained inside the patient. The surgeon was able to complete the surgery without another implant. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022 it was confirmed that the suture of the device tore.